Event description:
It was reported the patient experienced fluid accumulation around the pump. No withdrawal was noted. There was a gross disconnect noted on the x-ray and clear serous fluid collected around the pump. The fluid was not tested, so it was unclear if it was baclofen, csf or a combination of both. The patient was on a flex dose of 742.4 mcg/day. The catheter was revised and the hcp started the patient on 150 mcg/day following the revision. The patient was returned to a baseline dose of baclofen and continued to be titrated to the therapeutic dose. The catheter will not be returned for analysis. The patient recovered without sequela.